Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s left ventricular lead relayed two low lead impedance measurements over a two day period. The patient will be monitored. There were no reported patient symptoms.